Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. There was no further description of the break in aseptic technique. The bacterial peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the bacterial peritonitis event. The patient was treated with cefazoline (route, dosage, and frequency not reported) and cefepime (route, frequency, and dosage not reported) for the bacterial peritonitis event. Cefazoline therapy was reported to be ongoing. Cefepime therapy lasted 4 days. It was reported that the patient was recovering from the bacterial peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.